Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/21/2014 with the following findings: there was a replace battery alarm observed in the black box history at 4:33am on (B)(6) 2014. Delivery resumed at 9:39am that same day. There was low battery warning confirmed at 9:39am on (B)(6) 2014. The voltage in the black box was low. The black box revealed that the pump was in use for 24 hours beyond the reported power issue with no further power issues occurring. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. There was no damage found to the battery cap or battery compartment. The pump powered on with no alarms. The electrical current draws were tested with no defects found. A replace battery alarm was reproduced during testing; the pump gave the appropriate audible and visual alert. The pump was exercised for 24 hours with no alarms or power issues occurring. The pump passed the delivery accuracy test and was found to be delivering within required specifications. The pump was opened and no damage was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 377 mg/dl with extreme drowsiness and difficulty waking up and/or confusion. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that there was a replace battery alarm in the alarm history that led to the power loss. Cts advised the user to try a new battery from a new pack and the pump did power on appropriately. It was reported that the battery cap was secure on the pump and there was no damage to the battery compartment. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in not acknowledging the replace battery alarm with a battery change.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.